Event description:
Essure contraceptive implants placed by hysteroscope (B)(6) 2017. Imaging to confirm blockage showed extratubal position of the bilateral tubal occlusion devices. These appear to lie within the left pelvis and are suspected to be within the peritoneal cavity. There is bilateral tubal patency demonstrated. Laparoscopy (B)(6) 2017 showed both devices in the peritoneal cavity. No visible tubal damage. Dates of use: (B)(6) 2017. Diagnosis or reason for use: sterilization.